Manufacturer narrative:
Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of l2 burst fracture with longitude trauma in need of fixation used in spinal therapy. Levels implanted - t12/l1-l3/4. It was reported that four screws of t12/l1 had backed out. Sas were used at l1 and replacement of four screws on upper level, size-up and additional fixation (re-operation) are scheduled for august 5. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received regarding the event that the revision surgery was performed successfully on (B)(6) 2020 and patient issue has resolved. Patient medical history: cancer of lung, cataract, lumbar spinal canal stenosis, in thyroid therapy. It was reported that after operation for l2 burst, re-fixation and decompression was performed. Initially it had heard that the screws of t12/l1 backed out and were replaced, but when it was tried to open the wound on the day of operation, all eight screws had loosened. Ps was inserted into t11, size-up and replacement were performed at t12/l1, ps was also inserted into diseased vertebral body of l2, size-up and replacement were performed at l3/4, ps was inserted into l5. Ha sticks were used for all screw holes. Decompression around l2/3/4 was performed, fixation with rod was performed from t11 to l5, 2 gcs were placed and the operation was completed. According to the physician's opinion, it was thought that rod bending might be not good at first. The physician commented - as it was a dish patient this time, maybe the condition was good with pps originally, or the fixation range was appropriate, the left screws had backed out about 3 weeks before (B)(6), the patient has been placed under observation. In the meantime, the right screws might have loosened, there might have no problem if procedure is performed right away, even if the procedure is performed right away and replacement of left screws is performed, the right screws might just become loose, it was unknown.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of l2 burst fracture with longitude trauma in need of fixation used in spinal therapy. Levels implanted - t12/l1-l3/4. It was reported that four screws of t12/l1 had backed out. Sas were used at l1 and replacement of four screws on upper level, size-up and additional fixation (re-operation) are scheduled for august 5. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received regarding the event that the revision surgery was performed successfully on (B)(6) 2020 and patient issue has resolved. Patient medical history: cancer of lung, cataract, lumbar spinal canal stenosis, in thyroid therapy. It was reported that after operation for l2 burst, re-fixation and decompression was performed. Initially it had heard that the screws of t12/l1 backed out and were replaced, but when it was tried to open the wound on the day of operation, all eight screws had loosened. Ps was inserted into t11, size-up and replacement were performed at t12/l1, ps was also inserted into diseased vertebral body of l2, size-up and replacement were performed at l3/4, ps was inserted into l5. Ha sticks were used for all screw holes. Decompression around l2/3/4 was performed, fixation with rod was performed from t11 to l5, 2 gcs were placed and the operation was completed. According to the physician's opinion, it was thought that rod bending might be not good at first. The physician commented - as it was a dish patient this time, maybe the condition was good with pps originally, or the fixation range was appropriate, the left screws had backed out about 3 weeks before august 5, the patient has been placed under observation. In the meantime, the right screws might have loosened, there might have no problem if procedure is performed right away, even if the procedure is performed right away and replacement of left screws is performed, the right screws might just become loose, it was unknown.

Manufacturer narrative:
D3. Manufacturing site corrected. G4: 510k corrected. This part is not approved for use in the united states; however a like device catalog # 55840017545, 510k #k113174, was cleared in the united states. H1. Updated to malfunction as the event is malfunction reportable since the device is not marketed in united states. If information is provided in the future, a supplemental report will be issued.